Event description:
I used denture cream from approximately 1973 and the first part of 1998, my hands, feet became numb and tingling. I became very weak and had very poor balance. My feet feel like I have them in a pan of ice all the time. I have been in the hospital, was there for over two months in 1998. For three months in 1998, I could not walk at this time. I walk now, but with a walker. I cannot do much of anything, as I get so weak I can not stand up very long. I was losing blood through my urine and stool. They called it "neprides", and in 2000, they said I had something called "vesqulits." Dose: denture cream. Frequency: 2-3 times a day. Dates of use: 1985 - 2009. Diagnosis: so my teeth would stay in.